Event description:
It was reported that the patients spinal cord stimulation (scs) leads had migrated which was confirmed with imaging, and the patient was no longer getting adequate pain relief. The patient underwent an explant procedure and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 19137301 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 18043109/17965714 UDI: (B)(4). UDI: (B)(4).